Event description:
Screw head broke during insertion. The surgical operation for the fracture of the cheek bone was carried out with self-drill l6 tan 1u I/clip. As the screw was inserted to the half way, the screw head was jammed and broken there. Therefore, the bone surrounding the screw was shaved and the half inserted screw was removed. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. The investigation of the complained screw shows no irregularities. The surfaces of the cross-sections are homogenous what indicates material conformity as well. We suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage. The screw hole may be needed if the patient bone condition was hard and enough drill hole for the screw may be needed before the insertion. Please note, these special screws are very small and because of their thin design a very delicate handling is required.